Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not alarm and did not deliver during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the device was able to properly detect a downstream occlusion. The device was not tested for upstream occlusion detection, however the ultrasonic sensor calibration was found to be within specification. A review of the event history log revealed an ¿upstream occlusion¿ alarm that occurred in the same timestamp as start of infusion. The log cannot be used to determine if the user assessed and cleared the occlusion from the intravenous line prior to resuming use of the pump. If an occlusion is not fully resolved before restarting an infusion, the alarm may not recur as expected. The issue is described in fa-2021-056. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.